Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is stuck in the preparing the prime loop. The customer's blood glucose reading was 415 mg/dl at the time of incident. Troubleshooting found that the customer was aware of how their blood glucose got to be so high. Customer declined troubleshooting.